Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a rise in the right ventricular pacing impedance measurements, with values reaching up to 1231 ohms. No values were observed to be out of range. Isometric tests were performed without any issues and sensing and threshold values were stable. No changes were made and the ICD remains in service. No adverse patient effects were reported.